Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep stating that rep tried several times to reprogram the device with no success. It was determined that the stimulation was not the best option for the patient and the patient was offered to remove the device or turn it off. Patient elected to turn the device off. Patient mentioned the device never worked and the trials were not great.

Event description:
The patient (pt) called back after receiving a follow up letter. The letter asked pt to clarify about app erasing. Pt knew nothing about it since the pt only called about device not working at all and the reps kept changing the settings on it. They eventually shut it off 3 to 6 months ago. Pt called a rep and was not getting anywhere so pt went to another neurosurgeon they said they could not look at them. Pt must have dealt with 5 technicians in vary places but the ins never gave relief even after they kept changing settings. They kept turning it up and never got relief in 3 years. Pt went through the trial and it never should have got off the ground. Every rep they talked to kept throwing up their hands and could not give them an answer why it did not work. Pt could not get a rep to respond or never get back to them. Pt spoke to a district manager and they did not know when they were coming back. Pts hcp stop taking calls once pt questions about the ins possibly being in the wrong position. Pt went to a neurosurgeon their technician said to go to but got bad advice from a technician. When the pt would turn their frequency's up their hands and feet go crazy, pt had pain since it did not work. Pt wanted to speak to a department to know why the ins did not work, pt was redirected to their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2022, information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient didn't have therapeutic relief for their sacroiliac pain.  There was no complaint regarding the device, the stimulator was functioning properly per the representatives that had seen the patient for programming. There had never been therapeutic relief and the patient currently had the device off per his physician. In december 2022, the patient was in their healthcare provider's office to be programmed by a representative. They were reprogrammed; the patient felt a charley horse sensation due to the stimulation increase and was bedridden for 2-3 days after. They since had the device turned off for 6-8 weeks and were currently on medication. On (B)(6) 2023, the rep reported that the patient's system was not effective so the patient and hcp have elected to stop using the therapy. The caller asked about considerations associated with explanting or leaving the ins in place. Technical services (tss) reviewed information. On (B)(6) 2024, information was received from a patient regarding an implantable neurostimulator (ins). It was reported that patient repeated prior issues that his device has never worked and has been off for about 2 years and wants to make sure this is in MRI mode. Patient service specialist advised to use the equipment and patient was able to connect and put device in MRI mode. The issue was resolved through troubleshooting. Patient states his device has never worked since implant and they have tried many times to adjust and can never get the device to work. Patient states he has met with quite a number of the people that come out and adjust and there is no relief. Patient states met with 5-6 techs and never got the device to work ever. Patient did not mention names and dates of manufacturer representatives (reps). Patient requested to know whether it's the device or if its the hcp on why this doesn't work. Patient states he's very unhappy and wondered on what to do next. Patient mentioned having the device explanted. Agent directed to healthcare provide on these questions and next step. Agent emailed reps for visibility. Pt states he had the trial and had a new re p helping him. Patient states after a couple days going ok and states as never told to move around and exercise to see whether it worked; patient states they just sat there and relaxed and was told not to move. Patient states when moving around the pain is there and when sits pain is gone. The patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2024, additional information was received from the manufacturer representative (rep) reporting that ¿this app erased my description too many times¿. It was reported that a friend of a friend had a failed low back pain stimulator implanted approximately 3 years ago. Unknown what troubleshooting was performed and the cause was unknown.